Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that all of the patient's contact pairs with electrode 4 were showing greater than 4,000 ohms. The patient was using stimulation as needed. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient used their implantable neurostimulator (ins) system very infrequently and just wanted some reprogramming. The manufacturer representative stated that they made some slight programming changes, where they weren¿t using contact #4. The manufacturer representative mentioned that they had no idea why the impedance was out and how it got that way. It was noted that the issue was resolved. No further complications were reported or anticipated.